Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had leaked and noticed the breakage of the balloon thread. There was no patient injury.